Manufacturer narrative:
Suspect device UDI: (B)(4). Device manufacturing records and available programming history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
Review of device manufacturing records showed the generator's final electrical test results for voltage measurement were 2.852 v and 2.857 v. These are within the specified test limits. Additional information was received that the patient returned for a follow up on (B)(6) 2015, and interrogation still showed the battery pictogram at 25% full and ifi=no. Diagnostics were all normal. No additional relevant information has been obtained to date.

Event description:
Additional information was received stating that the patient's device showed an ifi condition during an office visit on (B)(6) 2016. The patient underwent generator replacement surgery on (B)(6) 2016. Pre-operative diagnostic results showed lead impedance within normal limits and an ifi condition. The internal device data showed battery voltage was 2.735v (ifi - yes) with 94.975% of battery capacity used. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Review of the available programming and diagnostic history was performed.

Event description:
Additional information was received that the patient's battery pictogram was still showing low battery at a follow up appointment on (B)(6) 2015. Furthermore, the patient reportedly has stopped perceiving magnet mode stimulation. Programming data from the event date was received and analyzed. The data shows that the device was interrogated twice, and three diagnostic tests were completed. The battery voltage during each test was between 2.816v and 2.831v. This battery voltage would indeed cause the battery pictogram to display 25% battery left, as was initially reported.

Event description:
The explanted device was returned and underwent product analysis. Visual examination showed tool marks on the pulse generator case associated with manipulation of the device during the explant procedure. No other surface abnormalities were noted. Both interrogation and system diagnostic test were performed, with a one and one-quarter inch spacer block between the generator and the programming wand with results within the expected values. The diagnostic vbat calculation result was 2.770 volts. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. The generator showed no signs of variation in the output or magnet signals and demonstrated the expected level of output and magnet currents. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, and there were no performance or any other type of adverse conditions found with the pulse generator. Review of the as-received decoder showed that the last 25% chance in impedance was on the date of implant. In addition, diagvbat showed 2.735v. In addition, programming history from (B)(6) 2016 was received and decoded. A system diagnostic showed 2.735v and 94.975% battery consumption. Furthermore, a battery life calculation based on the available history showed 0.5-0.6 years remaining to near end of service. Of note, the "as received" parameters showed the pulse width had increased to 750usec. The battery life calculation was updated, and the results showed 0.3 years to near end of service.

Event description:
It was reported that the patient's generator was showing a low green icon on the battery pictogram upon interrogation, despite the patient having just been implanted about one month previously. It was reported that the patient had no exposure to additional surgery and no known exposure to high energy environments in that one month period. Programming data from the implant date was acquired which showed no anomalies. The data from the implant date showed that 0.245% of the battery capacity had been used and the battery voltage was at 3.098v with 2124 ohm lead impedance. No additional relevant information has been obtained to date.

Event description:
Additional information was received that the patient's seizures were not as well controlled, although the physician did not believe this was related to vns. The patient's device was checked again on (B)(6) 2015 and diagnostics were again normal for the patient. The battery icon was still showing battery at 1/4 full. Additional data was received from the patient's (B)(6) 2015 appointments. The data showed that the battery voltage appeared to be consistent around 2.845v, which is an increase from the (B)(6) 2015 appointment where voltage was around 2.825v no additional relevant information has been received to date.